Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's son reported via phone call indicating high blood glucose readings and a blank display from the insulin pump. The son stated that his mother is having an issue with her pump. The son stated that the pump was making a weird sound. The son stated that the battery would not come on. The son stated that the numbers counted up and then went blank. The son stated that he took his mother to the hospital due to high blood glucose readings. The customer was unable to troubleshoot during the time of call.